Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. (B)(4). Concomitant product: cable, accumulator 4 (vac1) fluid sensor, list: 8952052801.

Manufacturer narrative:
There were no returns available from the customer site for this evaluation. An abbott field service representative (fsr) visited the customer site to inspect the cell-dyn 3200 sl 110 analyzer. The fsr found that the cause of this incident was the accumulator fluid sensor cable, which did not have solid contact within its fitting and did not sense any fluid within the accumulator. This resulted in the accumulator filling with liquid, which flows into the vacuum accumulator. The liquid was then flushed out through the discharge coiled tubing and subsequently splashed inside the instrument and onto the cable distribution module (cdm) board. This shorted the electrical components in the board and emitted smoke and a burnt odor. The fsr cleaned the contact points and replaced the cdm board. The fsr then verified that the sensor and vacuum pressure module (vpm) board were functioning as expected. Subsequent instrument operations were acceptable. This incident was determined to be specific to this instrument. A review of complaint tracking and trending metrics was performed and identified no adverse trends in conjunction with the complaint issue currently under evaluation. The cell-dyn 3200 system operator manual provides information to address the current customer issue. Based on the results of the current evaluation and the information from the customer site, a product deficiency was not found. (B)(4). Concomitant products: cable, accumulator 4 (vac1) fluid sensor, list: 8952052801.

Event description:
The customer reports a burning smell accompanied by smoke coming from the cell-dyn 3200 sl 110 analyzer in their lab. The customer powered off the analyzer. There were no injuries reported nor damage to the surrounding laboratory environment. A service call was initiated. There was no impact to patient management reported.